Event description:
It was reported that the physician experienced difficulty placing the superion indirect decompression spacer during an implant procedure. Several attempts had been made to deploy the implant, but the spindle cap broke. The physician confirmed all pieces of the implant were removed from the patient and was able to successfully implant a smaller spacer. The patient did well postoperatively. The device was retained by the facility; therefore, a physical analysis could not be completed in our laboratory.